Event description:
The manufacturer received a voluntary medwatch (mw5107596) alleging skin rash hypersensitivity. There is no report of medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful, as well as attempts for serial and model number. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.